Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 5/30/2024, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data for the reported event date, device performance during that time is unable to be evaluated and an exact assignable cause cannot be determined. However, based on the case notes, it is likely the infusion site failure as evidenced by report of the kinked cannula and failure to respond to hyperglycemia in a timely manner resulted in insufficient insulin delivery and prolonged hyperglycemia. Additionally, failure to follow the recommendations for hyperglycemia management as outlined in the device training likely contributed to the severity of the event.

Event description:
On 7/16/2024 an ilet user's mother reported the user experienced a high blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. The user had changed their convatec inset (23", 6mm) teflon cannula infusion set at approximately 9:30 pm est on (B)(6) 2024. A few hours later, the user noticed rising blood glucose (bg) levels but attributed it to the recent infusion set change and did not take any immediate action. The following morning, around 7:00 am est on 07/15/2024, the user's mother removed the infusion set and discovered that the teflon 6mm cannula was kinked. The user discontinued use of the ilet and switched to backup therapy, using injections. The bg levels had risen above 600 mg/dl and remained high for over 12 hours. The user tested positive for large ketones and followed their ketone action plan. The user's mother, with guidance from a healthcare professional, managed the user's dosing. The user experienced symptoms of vomiting, stomachache, excessive thirst, and lethargy during the event.